Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: a review of the black box showed data from (B)(6)2017 to (B)(6)2017. The complaint regarding a temperature issue was reported on (B)(6)2016. According to the pump history, the pump was in use until (B)(6)2017. There was no evidence of voltage drops in the blank box. During investigation, the pump powered on and was exercised for 24 hours with the customer pump settings with no warnings, overheating, or power loss was duplicated. The pump electrical current draws were within specifications. The pump was opened and no evidence of moisture in battery compartment or internally. The power flex and components were inspected with no defects found. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.